Event description:
Report 1: white residue found on bd 50ml IV syringe while compounding. IV syringes should be clean and sterile. IV technician found white residue on a bd 50ml IV syringe. It is a white residue/gunk on the black area of the plunger (on the inside part that touches drug) and on the side of the black part of plunger. She drew up IV acetaminophen then noticed residue. She discarded apap vial and sequestered syringe. Lot: 3299568; exp: [redacted date]. Pedsp escalated issue to moc with pictures, added to variance and alerted IV techs to take extra care while compounding. Epedpic alerted central IV room pharmacist. Moc to escalate to appropriate groups for next steps. Report 2: white residue found on bd 50ml IV syringe while compounding. IV syringes should be clean and sterile. IV technician found white residue on a bd 50ml IV syringe. It is a white residue/gunk on the black area of the plunger (on the inside part that touches drug) and on the side of the black part of plunger. She drew up sterile water for injection then noticed residue. She discarded swfi bag and sequestered syringe. She did not keep the outer wrapping so cannot confirm lot and exp. Pedsp escalated issue to moc with pictures, added to variance and alerted IV techs to take extra care while compounding. Epedpic alerted central IV room pharmacist. Moc to escalate to appropriate groups for next steps. Manufacturer response for bd 50ml IV syringe, bd 50ml IV syringe (per site reporter) materials retrieving the product and returning to mfg.